Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was around 90 mg/dl and their sensor glucose read around 240 mg/dl. The customer also stated their blood glucoose declined to 40 mg/dl due to over treatment of insulin. Customer also reported their blood glucose was 110 mg/dl and their sensor glucose read 60 mg/dl. The customer declined to troubleshoot for the sensor issues. Customer declined to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.